Event description:
Vacant stretcher located outside ER in hallway. Note on stretcher says bed not to be used until wheels are fixed. No injury reported.

Manufacturer narrative:
Tech found vacant stretcher located outside ER in hallway. Note on stretcher says bed not to be used until wheels are fixed. Found br/str mechanism worn out due to age. Brake pedal linkage worn out, and casters worn out. Brakes worked, but would ratchet side to side. Resolution: replaced all 4 casters, and both mechanisms to resolve this issue.